Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii limb etlw1616c156ee was intended to be implanted as part of the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, the endurant limb etlw1616c156ee was advanced through a sentrant sheath and was inserted through the left external iliac artery, following implant of the endurant bifurcate main body. The endurant limb was inspected before use and appeared normal and the deployment steps were followed per the instructions for use (IFU). During deployment, the stent graft was unable to deploy and the distal part of stent moved together with the graft cover of delivery system. The stent graft never came out from the graft cover. This was confirmed by seeing the graft markers remaining inside the cover after it had moved beyond the taper tip of delivery system about 2-3cm, by standard deployment step. For safety , the physician decided to remove the system immediately. The whole stent graft remained inside the delivery system. Then another etlw1616c156ee was used to finish the procedure. It was reported that the cause of the deployment problem could be a problem with the stent during manufacturing or the stent graft cover defect. There is no allegation against the sentrant sheath. The physician did not notice any relevant anatomy such as tortuosity that could have contributed to the deployment issue. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the device returned with the external slider in the home position. No deformation was evident to the handle or screw gear. A kink was evident to the graft cover midsection with deformation evident to the graft cover at the kink site. A gap was evident between the stent graft and the stent stop cup. A kink was evident to the graft cover at the stent stop cup and to the spiral directly under the graft cover kink site, with slight separation evident to the spiral. A slight gap was present between the graft cover and taper tip. The external slider was rotated in an attempt to retract the graft cover and deploy the stent graft, however the graft could not be deployed and did not move within the graft cover. The graft cover began to bend under the force and the graft was retracting with the graft cover into the stent stop cup. The stent graft was deployed following disassembly of the device and cutting back of the graft cover. There was no damage noted to the graft the reported deployment/expansion issue was confirmed through device analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.